Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Was "high"; although specific value was not provided. Cause was not known. The customer declined to provide additional information regarding the issue.